Event description:
It was reported that the patient presented to the hospital for a left ventricular (lv) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there was difficulty in removing stylet from the lv lead. It was also observed that there was coating damage on the stylet. After multiple attempts, the stylet was removed without further incident in the same procedure. The patient was in stable condition.